Event description:
Hosp advised that pump alarmed & displayed error code x07. This occurred during dialysis while the unit was being operated at rates of 999ml/hr. One channel stopped operating. There was no pt consequence.